Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was revealed that the right ventricular lead values had significantly changed. Impedance values had altered, but were within normal ranges. However, sensing amplitude had changed, capture was not obtained at max output, and the right ventricular lead would pace on occasion in the right atrium which could be noted on the electrogram (egm) and surface leads. Chest xray confirmed that the right ventricular lead had dislodged. The patient had stated that they had done some strenuous lifting in the past few weeks which could have led to the lead dislodgement. The patient presented on (B)(6) 2019 for revision procedure. During procedure, it was noted that the stylet could not be advanced through the chronic right ventricular lead lumen. The right ventricular lead was explanted and replaced. There were no consequences to the patient.